Event description:
On (B)(6) 2019, the customer reported that the hfd100 head clamp felt loose during procedure. In addition, the spring in the torque screw was not applying pressure properly. There was no patient injury reported.

Manufacturer narrative:
The imris customer service engineer (cse) replaced the torque screw and returned it for further evaluation. Upon evaluation, the torque screw failed to hold pressure. It appeared that the torque screw was disassembled and reassembled by the customer with no attempt at proper calibration.the spring locker was found to be flushed with the end of the torque screw housing rather than recessed ~0.5 inch as is typical of a calibrated torque screw. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.